Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the rip/hole was allegedly found in the packaging by compromising sterility. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed 8.0 airguard peel-apart sheath and vessel dilator was returned for evaluation. Along with return sample four photos were provided and reviewed. Visual evaluation was performed on the returned sample. The sealed package was inspected thoroughly. Small holes were noted on the clear side of the sealed package. The manufacturing review was performed ad evaluation states, an initial view showed a sealed airguard kit, the IFU was observed inside the packaging, a tear was observed in the transparent part of the pouch near the supplier's seal, the components inside did not appear to be affected. The photos confirmed small holes and rip in the transparent side of the packaging bag. Therefore, the investigation is confirmed for the reported tears, rips or hole in device packaging. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the rip/hole was allegedly found in the packaging by compromising sterility. There was no patient contact.